Event description:
The iab leaked. This was the only info at the time of the initial report. On 1/20/97, co received the following info from the iabp registry. The iab was inserted into the pt on 1/6/97 at 1:30 pm. On 1/7/97 after iabp for 11.25 hrs, th iab leaked and the iab was removed. Event complications: unk - reported 1/8/97; none reported 1/20/97. Pt's current status: discharged - rpt'd 1/20/97.

Manufacturer narrative:
Device label codr for f10. Position 1: 1738 device label code for f10. Position 2: 1738 evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.